Event description:
The patient was implanted with a siltex low bleed gel filled mammary prosthesis on 06/11/1998. Subsequently, the patient experienced a rupture of the device and a hematoma. The device was removed on 07/15/1998.